Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was hospitalized for fever and chills, secondary to deep vein thrombosis (dvt), likely related to pocket hematoma and lymphatic compression. The device is stilll in use. No further patient complications have been reported as a result of this event.